Event description:
In 2009, the patient reported an elevated blood glucose reading of 365 mg/dl with his recommended range being 70-140 mg/dl. Symptoms are sweating, exhaustion, and "feeling horrible". He stated he tried to give himself a correction bolus through his infusion device, but after the bolus was partially delivered, he received an a8 (bolus cancelled) alarm. He doesn't recall pressing any buttons that would cancel the bolus. He delivered the remainder of his bolus by taking insulin via injection. The patient was advised to switch to his backup device for troubleshooting purposes. Repeated further attempts to contact the patient were unsuccessful. On follow up in the same month, the patient stated he received the a8 after he received the e4 (occlusion) error. He is still on his primary device, as he stated he did not switch to his backup device. He stated he had a low blood glucose reading on the same day [no value given], but could not remember any specifics. The patient did not require assistance from a healthcare professional or second to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.